Event description:
It was reported a device would automatically exit the rv-lv conduction test when started. The issue reoccurred when tested on both rv sense and rv pace. The issue was resolved by reprogramming the real-time egm to a channel that did not include both the rv and lv tip configurations. No adverse consequences were detected.

Manufacturer narrative:
(B)(4).